Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the unit and verified the reported failure and resolved the issue by replacing the safety disk. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received safety disk, with a reported unit failure of the membrane leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part passed the all manifold test. Fat could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that prior to use on patient during routine safety disk leak test, the cardiosave intra-aortic balloon pump (iabp) leak test failed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) leak test failed. There was no patient involved.